Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexplained error. Customer stated that insulin pump had problems delivering correct bolus pump was making grinding unusual sounds when rewinding. Insulin pump not giving her no deliveries alarms even when she not getting insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.